Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with common bile duct (cbd) dilation procedure on an unknown date. During the procedure, the balloon was able to be inflated; however, a pinhole was noticed and eventually burst. The procedure was completed with a different device. There were no patient complications reported as a result of this event.